Manufacturer narrative:
From description, it appears irritation stems from pad removal and adhesive peeling off skin. This is an occasional problem for all the adhesive backed products.

Event description:
Reporter used product for first time in 2007 and when she removed the patch she pulled off some skin. Burning and stinging sensation lasted for a few days. She saw her doctor 3 days later for a previously made appointment and he said it was a burn.